Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. The length of the membranous septum was 2.3 and there was calcification confirmed from the annulus to the sub-valvular to left ventricular outflow tract (lvot). The final implant depth was 3mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc). After the implantation, the patient experienced a second-degree atrioventricular (av) block. A temporary pacemaker (tpm) was inserted, and the patient was returned to their room. The patient was reported stable.

Manufacturer narrative:
An event of second-degree heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported unexpected medical intervention was under case-specific circumstances, as temporary pacemaker was placed for heart block. There is no indication of a product quality issue with respect to manufacture, design, or labeling.